Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.25 x 20 synergy ii stent was advanced however, the shaft broke in the guide catheter. The device was pulled into the guide catheter and was completely removed from the patient's body as a unit. No patient complications were reported and the patient's status was stable.